Event description:
Customer reported ten false positive results with the ID now covid-19 assay performed on multiple days and patients. This report is for patient three (3) of ten (10). Patient was tested with the ID now covid-19 assay on (B)(6) 2022 at 16:26 o'clock on a nasopharyngeal sample which generated a positive result. Confirmation pcr testing was performed which generated a negative result (date, platform and sample type unknown). Customer indicated that the pcr result showed patient's viral load of 33. No further information regarding symptoms, health impact or outcome.

Manufacturer narrative:
Similar product to 190-000. Related MFR. Report numbers 1221359-2022-01692 through 1221359-2022-01701.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m178905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m178905 and test base part number 190-430 / lot m178905. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m178905 showed that the complaint rate is 0.01%. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.